Event description:
Dealer advised enduser stated one bolt from the right wheel lock is broken off. Dealer advised chair is a veranda 18 x16. Dealer could not provide serial number or and further information.